Event description:
N/a

Manufacturer narrative:
Updated fields: the cerelink sensor was returned for evaluation: DHR - lot 7336626 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - no visible damage to the sensor, catheter material, or connector. Icp express read 556; microsensor detected and zeroed without any issues. Cerelink monitor was not acceptable and received error message ¿sensor or extension cable failure¿. No further testing possible. Root cause - the complaint was confirmed. The possible root cause for this issue reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components and could also be due incorrect programming of the memory board as the microsensor is functioning correctly but the memory part is not.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (B)(6) was inserted and the cerelink monitor gave error message: "sensor or cable faulty" nurses tried changing icp monitor (B)(6) and icp extension cable (B)(6) but nothing worked. After taking a new sterile sensor everything worked fine. No information about patient impact was provided; however, the event led to 30 minutes surgical delay due to sensor malfunction.